Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 600 mg/dl and the cause was not known. The contact assisted the customer with correcting bg by delivering a bolus via the pump. The contact declined tandem technical support's offer to troubleshoot.